Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 104) has been confirmed. Upon investigation the monitor displayed a service code 203 (pulse test fault) at incoming testing. The cause for service code 104 and service code 203 was isolated to contamination in the j101 component. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel" messages, and damaging the j702 connector on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. Device manufacturer date: monitor: 04/03/2018, electrode belt: 03/12/2012.

Event description:
A us distributor reported that a patient was receiving service code 104 (sd card fault) and "add gel" messages prior to gel release.